Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient ultimately expired on 10mar2023 due to a right parietal intracranial hemorrhage suspected to be caused by a mycotic aneurysm associated with the reported bacteremia. The account reported that the patient¿s outcome was not considered device-related. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. This IFU lists stroke, bleeding, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Initial reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient passed away due to a right parietal intracranial hemorrhage. This was suspected to be caused by a mycotic aneurysm. The infection began on (B)(6) 2023 for which the patient was being treated with a 6-week course of vancomycin prior to death. The patient presented to the emergency department with dyspnea, cough, fever, nausea, vomiting, and malaise. Blood cultures were taken on (B)(6) 2023 which had cleared by (B)(6) 2023 after which they were discharged with antibiotic treatment.